Event description:
Facility representative reports product is disconnecting at the luer connection to the stopcock. Facility representative states within the past month this issue has occurred atleast 4-5 times during patient use. Facility representative states there was one incident where a pool of blood was notified from a patient with one of the disconnections. Facility representative states no blood transfusion was required. No other data is available at this time.